Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room after receiving shocks. Review of tachy episodes appeared to show p waves. Programming changes were made. Chest x-rays revealed right ventricular lead dislodgement. The supra ventricular coil appeared to be near the tricuspid valve. The lead slack appeared to have migrated into the device pocket. Further orders were given to turn tachy therapies and pacing off. The right ventricular lead was explanted and replaced. The patient experienced incision soreness, post procedure but was stable before, during and after the intervention.